Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). The patient was reportedly having pain because the stimulator in their back had slid. The patient wanted to meet with a manufacturer representative so that they could ¿redo¿ the stimulator. It was also noted that one of them is going dead and needed some new batteries. It was clarified that the patient was speaking about the patient programmer needing new batteries. The patient reportedly met with a manufacturer representative a couple of days prior to the report regarding the stimulator in their back that had slid, but the patient was not having pain at that point. The patient stated that their health care provider (hcp) told them to contact a manufacturer representative to ¿do their thing with the stimulator, revise it.¿ the patient clarified that by ¿stimulator in their back had slid¿ they meant that it was not in the same place where it was placed, and it goes in four directions. It was noted that it did not go very far but it goes up and down and to both sides. The patient also clarified that they were talking about the one inside of their body. It was noted that the ins had physically moved about 10 days prior to the report. It was later reported that the patient experienced a loss of therapeutic effect it was noted that the implantable neurostimulator (ins) was working wonderfully, but the ins slid and now it moves up and down and side to side in the pocket site. The patient reportedly noticed this ten days prior to the report. It was noted that the patient had not had any falls. It was further reported that the patient started having back pain and pain going down her right leg and hip like they did before they got the ins. It was noted that the patient had not made any adjustments with the patient programmer because they were not confident with it. It was also noted that he patient needed to replace the batteries in the patient programmer. It was later reported that he patient had put new batteries in the patient programmer. It was noted that the patient was on group a at 0.35 volts on program 1 and stimulation was off. The patient reportedly was able to turn stimulation on and increased it to 0.45 volts. The patient was reportedly feeling stimulation in both feet and had never felt stimulation in their back like they wanted. The patient reportedly had no other programs on group a and no other groups to choose from. It was later reported that the patient was seen on (B)(6) 2014 for reprogramming and the patient was doing very well. The patient was reportedly happy with their coverage of stimulation. It was noted that an impedance check was done and was negative.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(4) 2013, product type: lead. (B)(4).